Event description:
It was reported that the left monitor on the system was flickering, and the x-ray lamp would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and x-ray lamp were replaced during the service call. The system was tested and found to be working as intended and put back into service.